Event description:
It was reported that during a coronary stent procedure of a left main lesion that had not been pre dilated, the delivery device/stent was advanced through the guide catheter, and just outside of the guide catheter the physician was unable to cross the lesion. The physician removed the delivery device/stent without difficulty. Upon removal it was noted that the stent had come off the delivery balloon and was located on the shaft of the delivery device. Another manufacturer's stent was used to successfully complete the procedure.